Manufacturer narrative:
Belt (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. Upon evaluation, the belt connector was damaged and the -5v wire inside the trunk cable was open. The broken connector and open wire cannot be ruled out as a potential contributing cause of the constant gong alarms. The root cause of the damaged connector and open wire is physical abuse no adverse event resulted from the damaged connector.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms and had a damaged connector.